Event description:
It was reported that (2) devices were used during a nephrectomy. It was reported by the affiliate that the clipa in the er320 would not hold. The case was completed by using another instrument. There was no consequence to the patient.